Event description:
Adverse event(s): "vitrectomy was performed" (vitrectomy); pc tear (capsular bag tear, posterior) product problems(s): "tip did not work" (device issue); "there was suction without irrigation" (failure to infuse); "system failed" (loss of power). The facility risk management reported a system function issue. Additional information received from the surgeon stated the system failed three times. There was vacuum, but no irrigation. The chamber shallowed, and a posterior capsule tear occurred. The surgeon performed an anterior vitrectomy. The surgeon stated the tip did not work. The system was switched out to complete the case. The case was delayed 20 minutes.

Manufacturer narrative:
The company service representative examined the system and no problems were found. Preventive maintenance was performed. Two poron washers and one 12 volt battery were replaced and disposed of. The system was then tested and met all product specifications. (B) (4). (B) (4). (B) (4).